Manufacturer narrative:
A1 to a5: patient information was not provided. H11: reportedly, involved device was discarded and no photo was made available. Through follow-up communications, livanova learned that the event occurred during patient cannulation; medical team elected to disengage the venous drainage, with subsequent pump depriming and air ingress into the venous line. Reportedly, patient conditions are good. Based on medical assessment, depriming of pump is a normal practice during disengagement of venous drainage; moreover, cannula failure could not be excluded. Review of the DHR could not identify any deviations or nonconformities relevant to the issue livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received report that, during atrio cave cannulation, patient right atrium tore around the venous cannula insertion, with consequent blood loss. A two stage venous cannula was used during the procedure.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communications, livanova learned that surgeon perception is that the material of the cannula was too rigid, and this was the reason for the tearing of the right atrium. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.